Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing from the implantable cardioverter defibrillator (ICD) which accelerated the patient's rhythm to ventricular tachycardia/ventricular fibrillation due to atrial undersensing and blanking periods. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.